Event description:
It was reported that the patient underwent a surgical procedure and mesh and uphold were implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation on (B)(6) 2008 in order to treat prolapsed, cystocele and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a hysterectomy and bso during mesh implantation.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrence, leakage, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced recurrence, leakage, and urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.